Event description:
It was reported that, "surgeon impacted knee block with the device, when he pulled the trigger to release the impactor from the cutting block the trigger pulled out. The surgeon manually replaced trigger block and continued case without incident."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.